Event description:
The clinic reported that they noticed smoke coming from the system when they went to turn on the machine. The system did not turn on. There was no pt involvement with this report.

Manufacturer narrative:
An amo field service engineer inspected the phaco machine at the customer location and replaced the power supply, mother board and the subsystem controller board. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.